Event description:
It was reported that a pt underwent a 2 level lumbar fusion procedure using 2 traxis interbody implants, one at each level. An x-ray was obtained and did not show the marker beads that allow for monitoring the implants' position. The implants were left in place with no intention to revise at this time.